Event description:
In 2003, the concerned doctor judged that this infection and artz dispo were not related.

Event description:
The patient received the initial injection of artz dispo into their knees in 2002, who was diagnosed as osteoarthrosis of both knees with deformity of left leg bone and knock-knee. Pt also received the injections 1 month later. Since a pain appeared in their left knee and pt became difficult to walk in the evening, pt visited the hospital where pt received the injections, and 15cc of dirty joint fluid was punctured from the knee. A sample of joint fluid was provided to a center for culture test and antibiotic sensitivity test. The joint was irrigated with 160cc of physiological saline. Following the treatment, the joint was irrigated with 500cc of physiological saline twice a day, and an intravenous drip of pansporin (cefotiam hydrochloride) was being given every day. A puruloid joint fluid was seen by puncture, and debris recently increased. There were no sign such as an increase of temperature, local warmth, redness, etc. The gram stain showed negative. An infection was suspected judging from the properties of joint fluid. Due to a recent increase of synovial membrane, it became difficult to irrigate the joint. As result of the culture test, staphylococcus aureus was detected. After a few days from december 14, 2002, crp and the number of white blood cells were 8.5mg/dl and 7,000/micro l respectively. On november 22, 2002, an endoscopic synovectomy was performed at another hospital.